Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The loading device was not returned. The tension spring assembly and the anchor tab were located inside of the delivery device. The seal was outside of the delivery device; it was anchored to the tension spring assembly. There was plenty of blood on the seal and in the delivery tube which indicates proper insertion per the IFU. The green slide lock and the white plunger were depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).